Manufacturer narrative:
(B)(4). Date sent 4/9/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 6/4/2025. D4 batch #116d40. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc100 device was received with no apparent damage and with a glcr100g reload present. The reload was returned fully fired. During the visual inspection, a crack on the distal end of the reload body was noted. The crack did not appear to have a functional impact on the reload and is unrelated to the reported event. No conclusion could be reached on what caused the reload to be damaged. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Additionally, the second test firing was performed using ex-vivo porcine colon tissue, referred to as tissue, to simulate clinical usage. The device was reloaded with a new 100mm blue cartridge (glcr100b) and set up to fire into indicated thickness tissue. The device fired and completely cut the tissue without incident. The staple line was complete, and the proximal and middle staples appeared to be well formed in the tissue. Formation of the distal staples could not be visually confirmed, so the staple line was excised, CT scanned tes was performed. One malformed staple leg on either side of the cutline was observed. However, the staple does not create fluid path. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following statement that: do not use the instrument until it has been visually inspected to confirm there are no staples or tissue on the jaws or on the knife. Loose staples or trapped tissue may result in difficulty loading a reload, instrument malfunction including failure of the safety lockout mechanism and or malformed staples and may lead to serious surgical consequences such as bleeding, leakage, or disruption. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 116d40, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. Concomitant product.

Manufacturer narrative:
(B)(4). Date sent 3/18/2025 d4 batch # unk . B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what row of staple was not formed (inner/outer)? Was there anything different upon firing on the 3rd firing with the device? (Difficult to fire, etc.?) How did the firing feel compared to the first firing? Are there any photos or videos that you can share? If yes, please send to productcomplaint1@its.jnj.com is the defective device being returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bowel resection. After firing the glc100 with blue reload the surgeon noticed that one row of staples on the specimen side did not form, the legs of the staples were still sticking up through the tissue. The surgeon attempted with an additional reload with the same result. The surgeon attempted a third time with a new glc100 stapler and blue reload and was able to complete the transection, upon inspection of the stapler line both rows of staples were formed. Surgical delay unknown. No patient consequences was reported.

Manufacturer narrative:
(B)(4) date sent: 3/20/2025. Additional information was requested, and the following was obtained: what row of staple was not formed (inner/outer)? Specimen side closest to knife blade. Was there anything different upon firing on the 3rd firing with the device? (Difficult to fire, etc.?) No how did the firing feel compared to the first firing? Less difficult to fire are there any photos or videos that you can share? No if yes, please send to productcomplaint1@its.jnj.com.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2025. Corrected data d4: UDI#.